Event description:
Reporter alleged that at surgical tear down in a procedure on (B)(6) 2026, when removing the scissor, it was identified that part of the sleeve was ripped off. The missing part was found inside the seal of the surgical port. No patient effect or injury as it was at the end of the case and the part of the sleeve that was ripped off was found in the port so there was no foreign body left in the patient. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803 . The device was discarded by the hospital. Cmr surgical will submit a supplemental report if additional relevant information becomes available.